Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Complete lead was returned in two pieces. Final analysis found the outer insulation was breached due to degradation caused by a tight bend radius adjacent to the connector boot exposing the outer coil.

Event description:
This report is to advise of an event observed during analysis.